Event description:
Account reports getting erratic bicarbonate results for twenty patient samples. Only the following patient samples were provided as examples. In 2007: patient 1: (female), initial result gave 19 mmol/l; repeat gave 27 mmol/l. Patient 2: (male), initial result gave 17 mmol/l; repeat gave 25 mmol/l. Patient 3: (female), initial result gave 13 mmol/l; repeat gave 20 mmol/l. Patient 4: (female), initial result gave 16 mmol/l; repeat gave 24 mmol/l. In 2007: data provided indicated initial patient results of 35 and 36 mmol/l; repeat gave 27 and 28 mmol/l respectively. Erroneous results were not reported. The field service rep determined the cause to be due to a bad calibration. The reagent was replaced and the assay recalibrated. Performance tests were performed which were within specifications.